Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypoaesthesia ("numbness") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypoaesthesia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the hypoaesthesia had resolved. The reporter considered hypoaesthesia to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: hypoaesthesia. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of hypoaesthesia ("numbness") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypoaesthesia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the hypoaesthesia had resolved. The reporter considered hypoaesthesia to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: hypoesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.